Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter developed a cuff roll. Saline was used to inflate the catheter, no catheter irrigation was performed, and no sutures were used to anchor the catheter.

Manufacturer narrative:
Received one used silicone foley catheter without the original packaging. Per a visual evaluation a cuff roll was not observed. The balloon was inflated with air and when it was deflated on its own and it was observed that a cuff roll was not formed. The catheter balloon was then inflated using a syringe injected with 10cc of a mix of water and blue methylene, the catheter was left for 3 minutes resting on a flat surface. The balloon was deflated on its own and it was observed that a cuff roll was not formed. Dimensional evaluation revealed that the catheter was within specifications. The complaint is unconfirmed for the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.